Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-38474. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed the pacemaker and the right atrial (ra) lead were experiencing far r oversensing leading to inappropriate automatic mode switch (ams) episodes. No intervention has been performed. The patient's condition was unknown.